Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/ respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that the patient had repeated signal artifact monitor (sam) events. Boston scientific technical services (ts) reviewed latitude and found that sam had been stored due to atrial fibrillation (af) meeting sam criteria. There was some minute ventilation (mv) noise, but it was not oversensed. The patient is not pacing dependent. The device and leads remain in service, and no adverse patient effects were reported.